Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact and moderate calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the inflow aspect and 12mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue at the outflow aspect fused leaflets 1 and 3 by 2mm near commissure 1, leaflets 1 and 2 by 4mm near commissure 2, and leaflets 2 and 3 by 3mm near commissure 3. Host tissue and calcification restricted leaflet mobility and led to stenosis. The sewing ring was cut around the valve circumference. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. For this device, the customer report of calcification, stenosis, and leaflet restriction was confirmed with pannus host tissue as the primary contributor. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not understood. Based on the available information and the device evaluation, the root cause for the pannus formation and calcification cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying disease contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
The explanted valve was returned for evaluation and was found to be a 31mm pericardial mitral valve.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not able to be reviewed as the device information was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device remained implanted in the patient and no evaluation was able to be performed, the root cause for the calcification remains indeterminable. However, it is possible patient related factors and progression of an underlying disease may have contributed to the calcification of this device.

Event description:
Edwards received information that a patient with a pericardial aortic valve is scheduled to undergo an explant surgery after an implant duration of approximately 5 years due to calcification. No additional details were provided.

Manufacturer narrative:
Follow-up report submitted to include information received through follow-up.

Event description:
Edwards received additional information through follow-up with the healthcare provider. It was learned that the pericardial valve was explanted from the tricuspid position after an implant duration of 6 years, 8 months, and 1 day due to calcification, stenosis, and leaflet restriction. The explanted valve was replaced with a non-edwards mechanical valve. It was also learned that the (B)(6)-year-old female patient had congenital epstein disease. One year prior to explant surgery, the patient experienced feeling tired. An echocardiogram was performed and showed that the valve was not functioning properly with limited leaflet motion. The patient underwent a balloon valvuloplasty and the stenosis improved. However 6 months later, the symptoms appeared again and the patient was experiencing syncope. The valve was explanted and replaced with a mechanical valve with good results. The patient was reported to have improved.